Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the coils. There was no contrast visible. The core was separated 20 mm proximal to the tipball. The coils were separated at the proximal solder and from the separation to 5 mm distal to the core separation were completely stretched out. There was a kink in the core 1 mm proximal to the tipball. There was no other damage noted. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete the analysis of the returned device at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that the lesion was in a heavily calcified diagonal. This was the fourth guide wire used in this procedure. There was no report of any resistance felt at any time during the entire procedure. After the case was completed, the guide wire was examined on the back table when it was noticed that the tip of the guide wire was missing. Angiography revealed the piece of guide wire in the coronary. A snare device was used to successfully remove the tip of the guide wire from the pt. No pt effects were reported. No add'l event or pt info is available.